Manufacturer narrative:
Pump received with cracked and bleeding lcd glass, broken battery tube threads, cracked case from display window corner, cracked case, end cap broken off and cracked reservoir tube lip. Unable to perform the displacement due to physical damaged to lcd glass. The test infusion set and reservoir does lock into place. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.